Event description:
It was reported by the aci vascular closure specialist that a pt underwent a catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is not a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the integrity of the balloon was tested and found to be intact before attempting to deploy the device. The physician attempted to deploy the device but the balloon ruptured and pulled through the sheath. Access was maintained and a second mynxgrip vascular closure device 6f/7f was attempted to be deployed but the balloon from the second device also ruptured. The second device was removed and the pt was converted to 20 minutes of manual compression. Hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 5 mm from balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and the investigation performed, the probable cause of the tear could not be determined. See MDR 3004939290-2014-00252 for the first device.